Event description:
A 2.5mm diameter x 24 cm length s660d otw stent delivery system was inserted into a patient for treatment of stent restenosis in the circumflex coronary artery. The vessel and lesion morphology is reported to be non-calcified and non-tortuous. It was reported that the lesion was predilated with a sprinter dilatation balloon. It was reported that the physician had implanted the s660d otw stent successfully. The stent delivery balloon was inflated one time, upon deflation of the balloon, it would not deflate. The physician tried to deflate the balloon using buddy wires in an attempt to pop the balloon; this was unsuccessful. The physician took the stent delivery balloon up to 24 atms and it would not burst; the physician pulled negative and the balloon deflated. The stent delivery system was successfully removed from the patient. No clinical sequelae were reported and the patient is reported to be fine.